Event description:
It was reported that the catheter was inserted in the ot, then the patient was moved to the hospital ward. One week after insertion, the nurse noticed the extension line had separated from the injection hub. After the event, the catheter was removed, but not replaced, as the patient no longer needed it.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.